Manufacturer narrative:
Block g4: the premarket / 510(k) #s are k211223 & k231549. Block h6: device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported that an advantage fit ultra system device upon receipt was reported as damaged. The healthcare facility provided photographic evidence showing dents on the device packaging, along with cracking and breakage of the plastic blister tray prior to use. No patient involvement was reported, and the device was not used in a clinical procedure.

Manufacturer narrative:
Block g4: the premarket / 510(k) #s are k211223 & k231549. Block h6: device code a020503 captures the reportable event of seal compromised. Block h11: with all the available information, bsc concludes that the reported allegation of the packaging sealed compromise was confirmed through product analysis. Visual inspection of the returned unused device without the packaging did not reveal any damages, but images provided by the customer showed that the package was dented and the inner tray was broken. A DHR review confirmed that the devices met all material, assembly, and performance specifications. A review was completed and confirmed that the event of packaging sealed compromised was defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and the IFU cited: "the devices are packaged in a tray sealed with a lid which acts as a sterile barrier. Do not use if package is damaged or unintentionally opened before use.". It is likely that the packaging was damaged after manufacturing and packaging, but prior to the customer's use of the device, most likely during transport. Based on the information available, a conclusion code of cause traced to transport/storage was assigned to this investigation, which indicates "problems traced to the inappropriate transport or storage of the device."

Event description:
It was reported that an advantage fit ultra system device upon receipt was reported as damaged. The healthcare facility provided photographic evidence showing dents on the device packaging, along with cracking and breakage of the plastic blister tray prior to use. No patient involvement was reported, and the device was not used in a clinical procedure.